Manufacturer narrative:
Date of postoperative nail breakage is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an intramedullary nail of the left hip on (B)(6) 2016, after patient experienced a fall and broke her left hip on an unknown date. The patient had a chronic non-union due to a malignant lesion. The internal nail broke through the distal locking screw on an unknown date. The patient underwent hardware removal on (B)(6) 2018. The synthes trochanteric fixation nail advance (tfna) was removed completely with no remaining hardware left behind. All removed hardware was intact except for the (tfna) nail. There was no surgical delay reported. The patient was stable. Concomitant device reported: helical blade (part #04.038.320s, lot # unknown, quantity # 1) locking screw (part # 458.944, lot # unknown, quantity # 1). This report is for one (1) tfna nail. This is report 1 of 1 for complaint (B)(4).